Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('metallic fragments are identified in the left lower gluteus muscle.'), uterine perforation ('the left-sided tubal ligation device has penetrated the left uterine fundus') and device dislocation ('metallic fragments are identified in the left lower gluteus muscle.') In an adult female patient who had essure (ess205) (batch no. 12242287) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant) and device expulsion ("migration, migration of the left tubal ligation device into the left endometrial cavity"). Essure (ess205) treatment was not changed. At the time of the report, the uterine perforation and device expulsion outcome was unknown. The reporter considered device breakage, device dislocation, device expulsion and uterine perforation to be related to essure (ess205). Lot number:12242287, manufacturing date:2003/08, expiration date:2004/10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-aug-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('metallic fragments are identified in the left lower gluteus muscle.'), uterine perforation ('the left-sided tubal ligation device has penetrated the left uterine fundus') and device dislocation ('metallic fragments are identified in the left lower gluteus muscle.') In an adult female patient who had essure (ess205) (batch no. 12242287) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant) and device expulsion ("migration, migration of the left tubal ligation device into the left endometrial cavity"). Essure (ess205) treatment was not changed. At the time of the report, the uterine perforation and device expulsion outcome was unknown. The reporter considered device breakage, device dislocation, device expulsion and uterine perforation to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 29-jul-2020: medical record received lot number was added. Events "the left-sided tubal ligation device has penetrated the left uterine fundus and metallic fragments are identified in the left lower gluteus muscle." Were added. Medical history and reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.